Manufacturer narrative:
PMA/51k #: k210476 device evaluation 1 unit of lot c2068081 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 09 february 2024. Slight needle kink below sheath extender observed. Distal end of sheath appears to be penetrated/damaged approx. 5mm from tip of sheath. Needle able to advance and retract without issue. Through the investigation it was confirmed that the damage to the tip of the sheath observed during the lab evaluation was the same issue detailed in the complaint description as ¿outer sheath near needle exit has obvious white mark that appears the needle penetration¿. It was also confirmed that the kink below the sheath extender observed during the lab evaluation was also observed by the user after the device was retracted from the scope. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2068081 did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (ech-005) was noted on the work order related to one device, however this device was subsequently scrapped and would not have attributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender as observed during the lab evaluation. This may have resulted in the needle advancement issue encountered by the user and as result of the extra force required during the advancement process may have led to the needle penetrating the distal end of the sheath. It is possible that this kink may have been more pronounced when the user tried to advance the needle but may have been straightened out more by the time the device returned to cirl and hence the reason for no issue being observed with advancement of the needle during the lab evaluation. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28 aug 2024.

Event description:
User detected the needle cannot be advanced successfully during procedure, then retracted the needle from endoscope and found out the outer sheath near needle exit has obvious white mark that appears the needle penetration. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: updated on 30jan2024 tp 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Yes 5. If the device is a procore needle, is the device damage located at the notch / core trap? No if no, please specify where the damage is located: _____________________ procore 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Pancreatic hook b. 2r¿2l¿4r¿ao¿ar¿11ri¿11s¿¿ 7. Please describe the size of the intended target site. Unknown 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus uct-240 uct-240 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle advancement 17. Was difficulty experienced while retracting the needle? N/a 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? Yes 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? None 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. ¿¿¿¿¿procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No. ¿¿¿ebus

Manufacturer narrative:
PMA/510(k) #k083330 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.